Event description:
It was reported that during an unknown surgery, the locking screw was inserted into the metagrain of the superior and became stuck midway. When the screwdriver was turned further, the screw head broke. All fragments were confirmed and removed. It was determined that the fixation force at the current insertion point was sufficient. Removal of the screw was not possible, so the surgeon left it in place and continued the surgery. The surgery was delayed by within thirty minutes. There was no harm to the patient. Postoperative images confirmed no loosening or remaining fragments. The surgeon planned to continue monitoring the situation. All available information has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.